Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28872. Related manufacturer reference number: 2017865-2021-28873. It was reported that the patient's pacemaker, right atrial (ra) and right ventricular (rv) leads were all explanted due to an infection. The patient was stable throughout the procedure. Additional information was requested but not received.